Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was admitted to the hospital for the reported event. The treatment included injections of vancomycin (1gm, every 5th day, route not reported) and meropenem (1gm, once a day, route not reported). The outcome of the peritonitis was unknown and actions taken with pd therapy were not reported. No additional information is available.